Event description:
It was reported that the patient underwent a surgical procedure to have an artificial urinary sphincter (aus) explanted due to urinary retention and infection. The aus was explanted and a new aus was implanted. No patient complications were reported.